Event description:
It was later reported that the patient underwent a lead replacement. X-rays were noted to be taken but have not been provided for the manufacturer's review. No patient manipulation was reported. The explanted lead has not been received to date.

Event description:
It was reported that the patient was seen with high impedance. The device history records of the generator lead were reviewed. The generator & lead passed final quality and functional specifications prior to release. It was later reported that the patient has been referred to surgeon for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
F10: adverse event problem; corrected information; supplemental MDR inadvertently omitted information known prior to submission. H6: adverse event problem codes; corrected information; supplemental MDR inadvertently omitted information known prior to submission.